Manufacturer narrative:
Additional data: b.5., d.7., d.10., g.1., h.3., h.6. Device evaluation: visual analysis of the returned device identified: the device was broken shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp patterns along the same edge broken in the side posterior assessed as unidentified (tear) opening; missing shell assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture and granuloma. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician left side "rupture with silicone granulomas." Device remains implanted.